Event description:
The event occurred on an unknown date involving a 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock where it was reported that while changing the syringe on the parenteral nutrition (pn) and went to twist the old syringe off, the thin tubing (that connects the syringe to the main bag of fluid) snapped off. The tubing was changed. There was unknown patient involved and unknown harm. This is the first of two events.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.